Event description:
It was reported that the patient was in a car accident, and left ventricular lead function was lost. There were high thresholds and high impedance greater than 2500 ohms. It was also reported that there was no output from the device and possible device malfunction, due to the accident. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies were found.